Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of leakage were observed. Investigation results found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 272 mg/dl while wearing the pod between 24 and 36 hours. The pod's cannula was found to be dislodged from the infusion site (abdomen) and the cannula was bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.